Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1zd6h, implanted: (B)(6) 2019, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient have had a return of symptoms of leakage. Patient denied any trauma/falls. Patient stated due to the leakage they have a rash and have been trying different ointments to control the rash. Patient stated they are trying to connect with ins due to this, but reported it's not connecting. Patient reported when they put communicator on ins it "hurts sometimes" and clarified that implant site is sore. Walked patient through how to communicate with ins on call. Patient confirmed successfully communicated with ins on call and stated stimulation was at 0.4v. Patient stated they are still having leakage at 0.4v. Patient stated due to this they increased stimulation to 0.6v and stated stimulation felt uncomfortable at 0.6v so they decreased stimulation back down to 0.4v. Pt increased stimulation to 0.5v on call and confirmed stimulation felt comfortable and confirmed feeling stimulation in bike seat area that patient described as "tingle" (normal feeling of stimulation). Patient was relating all issues above and stated this all started "within this year, maybe this summer" (confirmed yr as 2020). Patient also reported when they bend down they can "feel the lead bump". Patient stated they noticed this started "maybe this week". The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue.  No further complications were reported/anticipated at this time.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1zd6h serial# implanted: 2019-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that patient have had a return of symptoms of leakage. Patient denied any trauma/falls. Patient stated due to the leakage they have a rash and have been trying different ointments to control the rash. Patient stated they are trying to connect with ins due to this, but reported it's not connecting. Patient reported when they put communicator on ins it "hurts sometimes" and clarified that implant site is sore. Walked patient through how to communicate with ins on call. Patient confirmed successfully communicated with ins on call and stated stimulation was at 0.4v. Patient stated they are still having leakage at 0.4v. Patient stated due to this they increased stimulation to 0.6v and stated stimulation felt uncomfortable at 0.6v so they decreased stimulation back down to 0.4v. Pt increased stimulation to 0.5v on call and confirmed stimulation felt comfortable and confirmed feeling stimulation in bike seat area that patient described as "tingle" (normal feeling of stimulation). Patient was relating all issues above and stated this all started "within this year, maybe this summer" (confirmed yr as 2020). Patient also reported when they bend down they can "feel the lead bump". Patient stated they noticed this started "maybe this week". The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue.  No further complications were reported/anticipated at this time.